Event description:
The pt experienced shocking in the implantable neurostimulator pocket. The hcp replaced the pulse generator and extension to eliminate any possibility of device involvement. Additional info regarding pt outcome has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. In early 2009, the implantable neurostimulator and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.